Manufacturer narrative:
Solution unspecified; marked as 'other - see text'. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image artifact and system hanging occurred on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.